Event description:
The lay user/patient contacted lifescan alleging the meter flashes too long, did not specify before or after test. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.